Event description:
During a right distal tendon repair, the bur guard became hot within ten seconds of activation. When the heat was noticed, the device had burned a vein at the surgical site. No intervention was required. Degree of burn was not established. No report of injury to user.